Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles developed inside of an unknown access set. This was observed during priming of the set with saline solution and subsequent connection with an unknown antibiotic. The temperature of either solution is unknown. The reporter stated that proper priming technique was used, and the ports were inverted to be sure, yet air bubbles still developed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned and/or the lot number become known, a supplemental report will be submitted.